Event description:
It was reported that the customer was hospitalized due to high blood glucose of 320mg/dl. It was stated that the customer experienced headaches, chest pain, and the vision was blurry. Troubleshooting was performed. The caller mentioned that the insulin pump was giving too much insulin, and the doctor believed the device was not functioning properly. It was also stated that the insulin pump alarmed button error. The customer's most recent blood glucose reading was 245mg/dl. It was stated that the customer had issues during prime/rewind, and the insulin pump alarmed during the manual prime process. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.